Event description:
While caring for a resident of our nursing facility, a lpn noticed the bed the resident in was lower than normal. The lpn tried to raise the bed with the bedside remote, but was unable to, she then called maintenance. The maintenance tech on call responded within 15 mins and examined the bed, as a result of his examination, he noticed the shaft of the motor that raises and lowers the bed was broken and sticking out. This had been the second incident of this type of damage, this technician has witnessed with this motor that is manufactured by linak. The motor item, produce date: 08/14/05. Power rating: 24v max. 5.2 amps.